Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 1070 mcg/ml baclofen at 64.1 mcg/day and 25 mg/ml dilaudid at 1.5 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was in eri and was scheduled for replacement on (B)(6) 2017. It was noted that the physician was unable to aspirate the catheter and no cerebrospinal fluid (csf) was noted. The catheter was then replaced. No environmental, external, or patient factors were noted to have led or contributed to the issue. No diagnostics or troubleshooting was performed. The issue was considered resolved and the patient was considered to be "alive-no injury". No symptoms were reported.